Event description:
New information notes that the lead exhibiting noise was the right ventricular lead, the issue is resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the lead exhibited oversensing on the ventricular channel. No device intervention was performed. Patient was stable.